Event description:
A customer of the beckman coulter access 2 immunoassay system reported discrepant results. The customer obtained an erroneously elevated accutni patient result within the risk stratification range of the assay. Repeat testing of the patient sample produced lower results within the normal reference range of the assay that were not questioned by the customer. The erroneous result was not reported outside the laboratory. Service was dispatched for this event, the on site fse replaced some peri-pump tubing and performed hardware verifications. A definitive root cause for this event has not been determined to date based on the available information.

Manufacturer narrative:
Detailed data attached. MDR reports for beckman coulter unique identifiers (B)(6) and (B)(6) are connected to this event. - attachment: (B)(4).